Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system was unable to boot up. Upon troubleshooting, the fse found that the acquisition system application was not ready. Upon inspection, the fse identified an issue with the system software. To resolve the issue, the fse reinstalled the complete system software, after which the system functioned properly and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.